Event description:
The customer reported to olympus, during a procedure their bronchovideoscope had the following reportable event; when the scope was plugged in, the light came on, but the picture remained black. There was no report of patient harm, procedural delay or injury and the procedure was completed using another of the same device.

Manufacturer narrative:
This device was returned to olympus for evaluation. The device evaluation confirmed the original complaint reported in b5 which was caused by a heavy dent in the insertion tube. In addition to the reportable findings documented in b5, the following nonreportable findings are; distal end plastic cover dented, bending section cover glue lifting and scratched, forceps and brush passage are restricted, multiple heavy dents and failed ring gauge of the insertion tube. This investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the reported no image upon connection issue could not be determined, however, the issue was likely due to physical stress applied to the insertion site during user handling/mishandling, resulting in damage to the charged-coupled device (ccd) unit. The event can be detected/prevented by following the instructions for use (IFU) which states: important information ¿ please read before use: precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.